Manufacturer narrative:
Based on the available information, this event is deemed to be both a reportable malfunction. No patient harm was reported. Additional details have been requested but not provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
Complaint received reporting that in pre-intubation testing, "the white connector was broken and detached." A photo has been provided in reference to the reported event. The device was not used on a patient. No further details have been provided.

Manufacturer narrative:
The last three (3) product monitoring reviews (pmrs) were reviewed. No trend was observed for the product category, et tubes, or the reported malfunction, (includes swivel connector for some tt models) detached from airway tube. Complaint review spanning from october 27, 2014, through october 27, 2016 (2 years) was reviewed as it relates to reports for the et tubes. A total of six (6) complaints were reported. No trends for the lot number, icc code or failure were observed. No further action is required for investigation of this complaint. This issue will be monitored through the post market product monitoring review process. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on january 13, 2017. (B)(4).